Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter/ granddaughter contacted lfs (B)(4) on (B)(6) 2011 alleging that her grandmother was unable to test on her meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient claims she was unable to obtain a reading on her meter and stopped testing 2 weeks ago ( either (B)(6) 2011) and at an unspecified time later, she developed symptoms of a headache and frequent urination during the night. Symptoms lasted 3-4 days. The patient did not seek any medical attention or contact her physician for assistance. The patient did not self-treat and continued to take her oral medication on a regular basis. While troubleshooting, the customer care advocate (cca) realized that the patient was testing in the memory mode. The technique of doing a blood test was incorrect. Cca had the patient test and meter worked properly. The product was replaced. The complaint is being reported since it was noted that the due to the alleged issue, the patient was unable to test and later developed symptom suggestive of a serious injury.